Event description:
The cardiologist attempted arteriotomy closure with a techstar xl6 f device. The posterior needle missed the barrel. The cardiologist tried to back down, employing super back down. The anterior needle backed down and the posterior needle remained lodged in the subcutaneous tissue. The cardiologist then tried to redeploy. The pt was taken to surgery for device extraction. Surgery was successful and the pt did fine. Our field rep who was present at the procedure reported excessive vessel tortuosity that may have required a higher than 45 degree insertion angle. The physician was a new operator with less than ten experiences with the co's device.